Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument was frayed and the jaws did not line up. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one of the instrument's grips to be bent which caused side to side misalignment of the grips. There was a .072 offset at the tips. Bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. It was concluded that the damage may be due mishandling/misuse. Failure analysis investigation also observed the instrument's pitch cable to be broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. Clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable if to recur could cause or contribute to an adverse event.